Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6). It was reported that during pm the cs300 intra aortic balloon pump (iabp) failed pneumatic performance test. No patient involvement and no one was harmed onsite. A getinge field service engineer (fse) found average pressure was 277, upon inspection of unit found that the pressure fitting going into the compressor was leaking. Replaced the vacuum and pressure fittings going to compressor. Functional test, calibration, and safety test were completed. Unit was returned to service.

Event description:
It was reported by getinge fse that during pm the cs300 intra-aortic balloon pump (iabp) failed pneumatic performance test. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g1, g3, h1, h2, h11. Corrected field: e1(occupation).